Event description:
The customer reported that his blood glucose was 500 mg/dl, which she treated with manual injection. The customer stated that she attempted to correct initially, but her blood glucose would not go down. The customer stated she disconnected from the insulin pump and was able to deliver units out of the tubing and see drops and then reconnected, yet her blood glucose still did not go down. Treating with manual injection did lower her blood glucose. It was not possible to troubleshoot for the issue, as it was a past event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.